Event description:
It was reported by the user facility that the core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure for heat was not confirmed through functional testing, disassembly and visual inspection. The components of the device were conforming.